Event description:
It was reported that cadd legacy plus pump was experiencing inaccurate delivery of medication. No further details provided.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found all intact with the device. There was no evidence of the error or reported problem recorded in event history log. The reported problem not infusing the right amount of drugs that is programmed, was not duplicated. Three accuracy tests were conducted, and the pump was found to be within manufacturing specifications. The root cause of the reported issue was undetermined as no fault was found with the device. No corrective action was taken as no repair was needed. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.